Event description:
It was reported that stent damage occurred. The target lesion with diffuse severe stenosis was located in the moderately tortuous and severely calcified left circumflex artery. A 2.75x16mm promus element plus drug-eluting stent was advanced for treatment but could not cross the lesion. However, during removal, it was noted that the tip of the stent was damaged. The procedure was completed with another of same device. There was no patient complication reported and the patient status was stable.